Event description:
It was reported to philips that the system failed to power up, and a loud 'pop' was heard during boot on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mpdu replacement assembly and pdu. The system was restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).